Event description:
It was reported that a patient had a bone block broke in surgery. No details were provided, and no more information is available at this moment.

Manufacturer narrative:
It was reported from a customer survey that a patient had a bone block broke in surgery. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. A relationship, if any, between the device and the reported incident could not be corroborated. There is no information that would suggest the device failed to meet specifications. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Possible causes could include but not limited to surgical technique, bone quality or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.